Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer reported that her blood glucose reading was nearly 600 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly and passed the prime test. The high pressure test was not performed because a tubing clamp was not available at the time of the phone call. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.